Manufacturer narrative:
Concomitant medical products: product ID 3387-28, (B)(4), product type lead. (B)(4).

Manufacturer narrative:
Analysis of lead model 3387-28 sn unknown found a short between circuits due to overstress/damage. The proximal end of the lead was stretched and the #1 conductor was broken at the #1 connector weld site. There was an intermittent short between the #0 and #3 circuits where the lead was stretched at the #0 connector.

Event description:
It was reported that there were impedances <(><<)>50 ohms on electrodes 0 <(>&<)> 3. The lead was replaced. Additional information reported the patient was getting good therapy following the lead replacement. The cause of the malfunction was unknown. The lead was going to be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.